Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope tested positive for unspecified micro-organismes. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an undisclosed amount of colony forming units (cfus) of pseudomonas aeruginosa. The device was retested on (B)(6) 2024, and it tested positive for undisclosed amount of ochrobactrum intermedium. The device was tested again on (B)(6) 2024 and tested positive for undisclosed amount of ochrobactrum intermedium. The device was tested again on (B)(6) 2024 and tested positive for 10-100 cfus of isolated ochrobactrum intermedia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Additional information and corrected fields: b3, b5, d9. This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: feb 18, 2025: sampling from: suction biopsy channel, air water channel cfu: <1 cfu, bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.